Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year (calculated from the day the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that while the patient was sleeping, the driveline became disconnected from the system controller, however, the patient did not hear an audible alarm. The driveline connector's safety tab was reported to have been in the unlocked position, exposing the red button. Subsequently, the driveline became disconnected. The patient did not recall pulling at the driveline. The patient reconnected the driveline and the system controller displayed the home screen. Reportedly, the patient was asymptomatic at the time of the event. The patient presented to the clinic on an unspecified date. A system controller exchange was performed and the system controller alarmed appropriately. The system controller was also reported to have functioned appropriately during a self-test in clinic. No further information was provided.

Manufacturer narrative:
The evaluation of the returned system controller serial number (B)(4), with backup battery serial number (B)(4), could not confirm the reported event of the system controller failing to audibly alarm while the driveline was disconnected. The device was functionally tested using test laboratory equipment and was found to function as intended. A full functional test was performed and the device passed all test steps. All audio and visual signals were verified during the test. The driveline was disconnected and reconnected several times and the device was found to be appropriately alarming. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.